Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2023. The procedure was performed under general anesthesia. The patient started lupron after the spaceoar vue placement procedure. During simulation, the patient's interventional radiologist was concerned there might be a rectal wall injection of the hydrogel. Magnetic resonance imaging (MRI) was performed and upon review a grade two rectal wall infiltration was determined that went rather deep but did not quite enter the lumen. No patient complications were reported due to this event and his condition is reported as asymptomatic. It was reported the patient is already on androgen deprivation therapy (adt) and the goal was to start stereotactic body radiation therapy (sbrt), however the physician planned to discuss with the patient next steps for treatment.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.